Event description:
Same case s MFR report #: 6000089-2006-01856. It was reported that 1532 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr. The index procedure treated one 95% stenosed, 3.0x18mm target lesion in the proximal lad (left anterior descending) with a 3.0x24mm taxus express2 drug eluting tent. The lesion was predilated and the stent was post dilated. A bailout 2.5x16mm study stent was also implanted distal to the target lesion in the lad due to a grade b dissection. The residual stenosis of the target lesion was 0% the patient presented 1532 days later with worsening cad (coronary artery disease) and a tvr was performed to resolve the event. The 99% stenosed proximal lad was treated by placement of a j&j cypher drug eluting stent wit 0% residual stenosis. The patient was discharged home following the procedure. The physician reportedly felt the event was definitely related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.